Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 278 mg/dl and a cgm reading of 233 mg/dl while using the ilet; the user noted no visible infusion site issues and performed a full supply change, with glucose normalizing to 110 mg/dl after corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that there were no findings available, with insufficient information to link the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.